Event description:
Five minutes into hemodialysis treatment, pt c/o backpain. Blood returned to pt, she c/o nausea and began to vomit. Pt given 02, for chest pain which subsided. Treatment was restarted without incident.